Manufacturer narrative:
Batch review performed on 13 september 2018. Lot 151038: (B)(4) items manufactured and released on 03 june 2015. Expiration date: 2020-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to dislocation 2 months after primary, the bipolar head popped out of the socket. The surgeon revised the head and bipolar head.